Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the low amplitude or poor morphology allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Also, the dislodgement allegation was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgement. Moreover, visual inspection revealed no abnormalities and the lead tip appeared intact and undamaged.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to therapy upgrade. Additional information from the field indicated that dislodgement was suspected due to lead exhibited decreased in amplitude. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(6).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to therapy upgrade. Additional information from the field indicated that dislodgement was suspected due to lead exhibited decreased in amplitude. No additional adverse patient effects were reported.